Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The occlusion caused the customer's blood glucose to exceed normal levels, with the continuous glucose monitor displaying "high," though the specific value was unknown. To address the high blood glucose levels, the customer administered a correction injection via multiple daily injections (mdi) and the pump. Reportedly, the customer continued to use the pump for insulin therapy and will revert to an alternate method of insulin therapy if needed.